Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8y.the acetabular shell, acetabular liner, femoral head and femoral stem components were revised.

Manufacturer narrative:
An evaluation of the device cannot be performed. Devices were retained at (B)(6). Medical records and x-rays were not provided to stryker for review due to irb restrictions at reporter¿s institution and hipaa regulations. Should additional information become available, the evaluation summary will be submitted in a supplemental report. (B)(4).

Manufacturer narrative:
The patient is (B)(6) in height. Patient identifier should read, "(B)(6)" an event regarding infection and loosening involving a trident 0° x3 insert 36mm ID was reported. The event was not confirmed. Device evaluation and results: a photograph of the trident 0° x3 insert 36mm ID was provided for review. There is a significant small depressed area on the rim of the device which was likely caused by explantation. Nothing else could be learned from the photograph. Device history review: a device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review: a complaint history review confirmed no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause.

Event description:
The arthroplasty was revised due to acetabular loosening, femoral loosening and possible infection. The components were implanted in situ for ~ 1.8y. The acetabular shell, acetabular liner, femoral head and femoral stem components were revised.